Manufacturer narrative:
The v.a.c.® simplace¿ ex dressing lot number was not provided and the product was discarded; therefore, a device history record review and device evaluation could not be performed. Based on the information provided, it cannot be determined that the alleged infection requiring antibiotics is related to the v.a.c.® simplace¿ ex dressing. The healthcare provider reported the patient was leaving the v.a.c.® simplace¿ ex dressing in place over the manufacturers' recommendation. Therefore, this event is being reported due to potential use error. Neither a device history record review nor an evaluation of the v.a.c.® simplace¿ ex dressing could be performed. Device labeling, available in print and online, states: warnings: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternative dressing at the direction of the treating physician. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Wound infection: call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: you have a fever; your wound is sore, red or swollen; your skin itches or you have a rash or redness around the wound; the area around the wound feels very warm; you have pus or a bad smell coming from the wound. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On 21-dec-2021, the following information was reported to kci by the patient: the patient allegedly developed a wound infection due to a "foam allergy." On 10-jan-2022, the following information was reported to kci by the nurse: on (B)(6) 2021, the patient presented to the wound care center for a wound check. The physician noted that the dressing was in place, but the unit was not connected to the wound site. At that time, the wound was cultured, and results were positive for bacteria (unspecified). The patient was treated with oral antibiotics and v.a.c.® therapy was discontinued. The nurse indicated that the provider did not believe v.a.c.® therapy caused the infection, and the patient does not have a documented "foam allergy." However, the patient's overall compliance with v.a.c.® therapy may have been a contributing factor. Due to the patient's active lifestyle, the patient would leave the v.a.c.® simplace¿ ex dressing in place without active therapy running for longer than recommended. Since discontinuation of v.a.c.® therapy, the wound has shown improvement. No additional information provided. The v.a.c.® simplace¿ ex dressing lot number was not provided and the product was discarded; therefore, a device history record review and device evaluation could not be performed.